Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive without visible damage, preventing user interaction and prompting replacement; the issue aligned with a device problem of unresponsive keys/buttons localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen interface manifesting as unresponsive input. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.